Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in and stated that they have a patient that aspirated a capsule back in (B)(6) 2016. The patient ingested the capsule with a small amount of water he thought it was caught in his throat he then took another sip of water and felt as if it had passed the patients throat he then began to cough and we had him sit quietly for a few moments but he then began to cough continuously. At that point he was sent to the ER then initial x-ray did not fine the capsule after doing a 2nd x-ray of the chest it was discovered in the right bronchus. The pulmonologist removed the capsule successfully using a roth retrieval net. The patient was later discharged.